Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up in october, this pacemaker had a battery status of beginning of life (bol). However, it was discovered at the next follow up that the device had reached the elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
Additional information was reported that the device will not be returned for laboratory analysis.